Manufacturer narrative:
Device evaluated by manufacturer: device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that target vessel revascularization occurred. In (B)(6) 2012, the target lesion was a de novo lesion located in the let superficial femoral artery(sfa) with a 100% stenosis and was 10cm long with a reference vessel diameter of 5mm. The target lesion was treated with the jetstream navitus system. The residual stenosis percentage was not provided. In (B)(6) 2013, 70 days post-index procedure, the subject was hospitalized and underwent peripheral interventional revascularization due to severe claudication of the left leg. Successful peripheral interventional revascularization was performed of the entire left sfa with atherectomy plaque excision using a non-bsc device, residual stenosis was <10%. Unsuccessful peripheral interventional revascularization was performed to the proximal left anterior tibial artery inflating with 2x210mm non-bsc balloon. Stenosis remained at 100%. The event was considered resolved on the same day. The subject was discharged the following day on clopidogrel. In (B)(6) 2013, 161 days post index procedure, the subject underwent another peripheral interventional revascularization due to left leg claudication. Successful peripheral intervention was performed on the lesion with the entire left sfa, with atherectomy plaque excision using a non-bsc device and inflating with a 6x100 non-bsc balloon. Residual stenosis was <10%. The event resolved on the same day.